Event description:
Surgeon mistakenly implanted the wrong size tibial tray. His decision was to implant a femur size that was not recommended to be used with that size tibial tray.

Manufacturer narrative:
Not device related.